Event description:
On (B)(6) 2025, the patient received an index cardiac ablation. On (B)(6) 2025, the patient experienced pulmonary edema (ae#1) categorized as mild and not serious. Relationship to study device is not related and the relationship to the study index procedure is possible. The outcome is recovered/resolved with an end date of (B)(6) 2025. Intervention performed was medication.

Manufacturer narrative:
A1. Patient identifier: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-may-2025, the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31491967l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was received on 03-jun-2025. It was indicated that the patient was admitted to the hospital on (B)(6) 2025 with a discharge date of (B)(6) 2025. Therefore, the h 6. Health effect - impact code was updated and the code of recognised device or procedural complication (f15) was removed and the code of hospitalization or prolonged hospitalization (f08) was added. It was also indicated that the adverse event was categorized as expected/ anticipated. In addition, the patient age and sex were provided. Therefore, section a was updated. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).